Manufacturer narrative:
Investigation summary: investigation into this event showed that qc results and calibration results were within range. Datalogger analysis identified an instrument condition code for a reagent probe wash verification error. A field engineer made several visits to the site and performed multiple adjustments, replacements and repairs. The service actions restored the analyzer to expected operation. The root cause of the event is instrument malfunction.

Event description:
A customer observed negatively biased tsh results during a nys proficiency survey on the vitros eci system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were reported. There was no pt of pt harm as a result of this event.